Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown ncb product on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to a breakage of the device on (B)(6) 2015.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that the patient was implanted an ncb plate for the third time on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to a breakage of the device. 4 x-rays dated (B)(6) 2015 (implantation date), 3 x-rays dated (B)(6) 2015 and 4 x-rays dated (B)(6) 2015 were received. The x-rays dated (B)(6) 2015 showed that the plate was too long for the femur. The proximal part of the plate was positioned on the greater trochanter. Therefore, the lower part of the plate could not be fixed directly on the femoral diaphysis. Devices analysis: a broken ncb pp proximal femur plate right, 18 holes, was returned for investigation together with several screws and clamp screws. The plate fractured in the central hole of the first (seen from distal) diagonal 3-hole pattern. Both fracture sites showed large polished areas. This could be caused by an abrasive movement between the two fracture sites in vivo and/or by handling within and after plate removal. The examinable fracture site sections on both parts showed clear beach lines indicating a fatigue fracture of the plate. The fracture had its origin in the entry side of the ncb hole (lateral side of the plate), at the starting of the thread. The point of origin of the fracture did not show any visible material defect which could have triggered or favored the fracture. The plate surface showed many scratches and marks. The clamp screws showed deformations of the hex drive. The screws did not show any abnormality. Possible causes for the reported event according to rmw: breakage of implant -> due to movement between implants leads to notching / fretting; breakage of implant -> due to inadequate implant design & material (fatique strength - lifetime of the device); breakage of implant -> due to chemical / galvanic / crevice corrosion of material; breakage of implant -> due to implant will be implanted against contraindication; breakage of implant -> due to wrong interpretation of in situ device position and/or dimension ; breakage of the implant -> due to wrong interpretation of x-ray template for dimensions; breakage of implant -> due to too many bending cycles at the same spot or use of ncb screw holes which have been bent; breakage of implant -> due to user define incorrect placement of the spacers and plate; breakage of implant -> due to user perform improper handling of the plate during insertion; breakage of the implant -> due to too many bending cycles at the same spot or use of ncb screw holes which have been bent; breakage of implant -> due to wrong/ incomplete information about limitation and postoperative restriction; breakage of implant -> due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: possible: it was possible that the plate did not have a stable fixation. The plate was not fixated directly on the bone; not possible: following documents certify the design of the plate. Additionally, an adverse trend due to design would have been identified; not possible: no signs of corrosion found during the investigation; not possible: the plate was not implanted against contraindication; possible: the plate was not implanted according to the surgical technique. The x-rays dated (B)(6) 2015 showed that the plate seemed to be too long for the femur. Therefore, the plate could not be fixed directly on the bone; possible: the plate seemed to be too long for the femur. This could be due to wrong interpretation of x-ray template for dimensions; not possible: no signs of inadequate force to the plate visible; possible: the plate was not implanted according to the surgical technique; not possible: no signs of inadequate force to the plate visible; not possible: no signs of inadequate force to the plate visible; possible: no information received about limitation and postoperative restriction; possible: no information received about patient (load bearing). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).